Event description:
Reportedly, during testing, the unit did not pass the fio2 ambient test. Upon replacing the oxygen sensor and calibrating, the issue was resolved. There was no pt involvement reported.